Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed e315 unsupported scope error issue could not be determined, however, the issue was likely due to water ingress into the scope connector during user handling, resulting in an abnormality in the electronic component. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
An olympus process engineer reported on behalf of a customer, the colonovideoscope had a connection fault. The event occurred during preparation for use. The unspecified intended procedure was completed using a replacement device. There was no report of patient harm associated with this event. During incoming inspection, an e315 (unsupported scope) error was displayed and no image due to fluid ingress of the plug body. Medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of connection fault was not confirmed. In addition to evaluation in b5, the distal end adhesive was lifting. The distal end cap was worn. The scope connector had excessive fluid ingress. The bending angle in the down, up and right directions did not meet specification. The electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.